Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: the hospital staff decided to turn on the c1 and check its operation before using it on a patient. However, when he turned on the c1, the screen displayed tf431002 (blower disconnected) and self test failed, and the alarm continued to sound. Therefore, he had no choice but to give up using c1. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the hospital staff decided to turn on the c1 and check its operation before using it on a patient. However, when he turned on the c1, the screen displayed tf431002 (blower disconnected) and self test failed, and the alarm continued to sound. Therefore, he had no choice but to give up using c1. No patient involvement.